Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the 8mm tenaculum forceps instrument was found to have the wire broken. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup instrument of same kind. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer indicated the instrument did not collide with any other instrument or tool during the procedure. The issue was not related to opening/closing of the grips, left/right (yaw) motion of the grips, or up/down (pitch) motion of the wrist. No known impact or patient consequence was reported.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received. Image review: a review of the provided image (see attachment) was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The following additional information was provided: it appears that the pitch cable is frayed on one side (left), and the crimp has dislodged, and the cable is loose on the other side (right). No further escalations required for the image review.

Manufacturer narrative:
The tenaculum forceps instrument has been returned and evaluated by the failure analysis team. The instrument was found to have a broken distal pitch cable at the clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.

Event description:
Refer to h10/h11 for follow-up information.